Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).

Event description:
It was reported that during a laparoscopic gastric bypass, during the first firing of the flex, a blue cartridge was used on the stomach. The first squeeze of the firing trigger, of the four strokes, was difficult; the second squeeze, of the four strokes, was almost impossible, requiring two hands. The affiliate told the surgeon to retract the knife blade and not use the gun again. There was bleeding along the staple line where the staples had not been formed correctly. The procedure was prolonged five minutes. There were no adverse consequences for the patient.